Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refills had not been in sync with what was actually needed at the stations. A technical support specialist (tss) resolved the ghost pocket condition by following the procedure outlined in the knowledge article for removing ghost or invalid pockets from just in time inventory. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, refills were not in sync with the required values at the stations. Several items appeared as needing refills over the weekend, but the stations were already at par. Some stations also did not display required refill information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.